Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. In addition, multiple intermittent occlusion alarms occurred. Customer¿s blood glucose value was 264 mg/dl. Reportedly, customer changed pump supplies and successfully resumed insulin delivery.